Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The cause of the failure was the strained cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the patient was experiencing "add gel" messages in the absence of a gel release.